Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the electrical reset alert with a write to locked ram power on reset (por) (B)(4) 2011.

Event description:
It was reported that the device was interrogated post syncope due to ventricular tachycardia (vt) and appropriate therapies for the vt. Upon device interrogation it was found that the device was pacing at vvi 65. There was no message of a power on reset (por) but it was noted that there had been a programming session about a year ago with several device interrogations since then which would have cleared the por message. It was noted that the patient had undergone radiation therapy that had ended about a year ago and the patient had a computed tomography (CT) scan in (B)(6) 2013. A review of the device memory confirmed a por on (B)(6) 2011. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6047-65, implantable tachy lead, (B)(6) 2003. (B)(4).